Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient is still waiting to schedule the procedure. They stated that no return will be necessary as he implant is in normal eri (elective replacement indicator), patient does not want device anymore as he does not use the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp), regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient has not used the stimulator since implant due to not controlling his pain. MRI guidelines were reviewed. No further complications were reported. Additional information was received from a hcp. The reason for call was caller stated that ins was shut off "years ago" and when they attempt to connect, they are unable. Caller went into the room with the patient and patient stated they stopped using ins as it wasn't effective and told the hcp that from the beginning. Patient stated that the stimulation felt like a vibrating chair but didn't relieve their pain. Patient stated they would like system explanted. After discussing with caller and patient, it was determined patient had their recharger but didn't have their programmer. Patient stated they charged recharger last night and they saw the light come on but the screen is blank. Today, the recharger is doing the same thing. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Tss reviewed that ins is likely overdischarged and would need to be brought out of overdischarge to access MRI mode. Tss reviewed option to follow head-only guidelines given that patient needs head scan. Agent called back reporting all the same events already reported. Pt states he's been waiting for a manufacturer representative (rep) to call him as he was told and no one has contacted him yet. Agent sent email to reps. Additional information was received from a rep. Rep is present with the patient, needing steps to perform a physician recharge. Patient repeated information already reported in this case below. Rep states the patient is planning to have their device explanted because it was not effective. The physician is wanting to see if they can get programming information from the battery first. Technical services (tss) reviewed physician recharge steps. Rep was able to successfully see the 60 minute timer.